Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed, had bogus pocket and device not detected on the bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a bogus failure for pocket 4.1-c-253 on the main unit, which did not exist, preventing users from recovering it. A field service engineer addressed the issue by cleaning and reseating the row board cable header connection on the drawer board, replacing the drawer controller with a new one, and swapping out the pyxibus main control for the same drawer. The drawer was then reconfigured, and after reconfiguration, the erroneous pocket was reassigned as pocket c5. The customer was subsequently able to successfully recover the pocket. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed, had bogus pocket and device not detected on the bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.